Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. This also serves as a correction report. (Lot no) was incorrectly documented as 1066032 in the initial report.

Event description:
Customer reported she was unable to test her blood glucose due to receiving an unspecified error on the display of her adc blood glucose meter. The customer reported feeling unspecified symptoms of high blood sugar and went to the hospital in order to test her blood sugar. The customer reported receiving a blood glucose test result of 400 mg/dl and was given humalog (fast acing insulin) by a nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test her blood glucose due to receiving an unspecified error on the display of her adc blood glucose meter. The customer reported feeling unspecified symptoms of high blood sugar and went to the hospital in order to test her blood sugar. The customer reported receiving a blood glucose test result of 400 mg/dl and was given humalog (fast acing insulin) by a nurse. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned for this complaint. Extended investigation has been performed for the reported test strips and there was no indication that the product did not meet specification. The freestyle lite meter was returned and determined to have satisfactory control solution testing results. Therefore, no further investigation activities were performed for the freestyle lite meter. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she was unable to test her blood glucose due to receiving an unspecified error on the display of her adc blood glucose meter. The customer reported feeling unspecified symptoms of high blood sugar and went to the hospital in order to test her blood sugar. The customer reported receiving a blood glucose test result of 400 mg/dl and was given humalog (fast acing insulin) by a nurse. There was no report of death or permanent impairment associated with this event.